Event description:
A baxter service tech reported an infusion pump with a 500 failure code which occurred during service. The facility's clinical engineer stated there has been no pt incident involving this pump since the last baxter service event.